Event description:
Customer reported that touchscreen on insulin pump was cracked and shattered after dropping it. Despite the damage, the customer was able to continue interacting with the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent, advising the customer to transfer their pump settings and connect their continuous glucose monitor to the new device. The customer was also instructed to place the damaged pump in storage mode before returning it within 10 days using a pre-paid label to avoid additional charges. The replacement pump would come with updated software, which the customer acknowledged. Customer reverted to an alternative method of insulin therapy.